Event description:
It was reported that the atrial lead exhibited high thresholds following an ablation procedure on (B)(6) 2014. The device was reprogrammed and the patient became fatigued. It was suspected the lead dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
.